Event description:
A malfunction was reported on a pump with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To address the issue, customer support provided information to reset the pump and assisted the caller with the reset.